Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 453 mg/dl. The customer treated with syringe and insulin. Customer did not contact their healthcare professional. Customer declined to troubleshoot for high readings. Troubleshooting was performed. The customer stated that the pump alarmed unexpected restart. The customer stated that he forgot to change his set after a nap. The product was not returned for analysis.